Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems."), urinary tract disorder ("urinary problems."), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, genital haemorrhage, dysmenorrhoea, fatigue, migraine, headache, alopecia, weight increased and tooth disorder had resolved and the psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, psychological trauma, tooth disorder, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added : dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), psych injury, bladder problems. Urinary problems, migraines, headaches, hair loss, weight gain, dental problems., fatigue, bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.